Event description:
It was reported that during testing performed by a sales rep at the user facility, the device was determined to be overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.